Event description:
It was reported that fully inserted single piece preloaded multifocal intraocular lens (iol) was explanted from the patient's right eye due to a mechanical complication of the lens. The date of the event was unknown. There were no patient harm. Additional information was received and stated that the replacement used was a single piece preloaded monofocal with a diopter of 21.5. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. No medication prescribed that was outside of the standard of care. The procedure was completed successfully however patient outcome is not available. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and no issues were identified. The complaint issue "unspecified/other w/ patient involvement" was not identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 04, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.